Event description:
It was reported that this programmer displayed an error code during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant. The field representative was trying to induce ventricular fibrillation (vf) and would begin to induce but later would stop and the button would not respond upon pressing. A telemetry wand was used and had tried to move the telemetry wand, but the observation was the same. The procedure was completed but with a different programmer. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for product analysis. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.